Manufacturer narrative:
A quality complaint investigation was performed by third party manufacturer. A sample was not received from the customer. The lot number nor sample are available, therefore a detailed investigation or batch review cannot be conducted. Kimberly-clark products are manufactured according to product specification and the process is manufactured according to internal procedure of manufactured (B)(4) product at the point of product release. The process through the encroachment test as stated in the general guidelines and standards for inspection - microcuff endotracheal tubes assembly, where mandrel could penetrate the tube inflation lumen as well as pin gauge as per the specification was used by qc personnel during the statistical check to verify the inside diameter at patient end (tip) as stated in general guidelines. Reviewing of the in-process report for the past one year (2014) does not reveal any sign of tube blockage detected during the inflation lumen wall encroachment test using 80% steel ball. The complaint sample is not expected to be available. No other conclusion could be drawn without performing the testing on the product. However, an internal non-conformance has been created previously to address the confirmed issue. We will continue to monitor the complaint trend to find out if there is any other possible cause which may lead to this defect. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.

Event description:
It was reported 'unable to pass a suction catheter down a size 3.0 ett'. The issue was found after the child was returned to the pediatric intensive care unit and suction was being performed. It was further reported 'no health injury occurred'.